Event description:
It was reported that patient presented to the ER after received a shock for what appears to be atrial fibrillation with rapid ventricular response that turns into a regular svt. Adjust svt detect criteria was recommended.

Manufacturer narrative:
This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward.